Event description:
Piece of disposable device separated, dropped on eyelid and burned the upper left eyelid. The burn was 2 mm in size and repaired. The device seems to be fabricated using crimping and (likely) soldering. Crimping stresses metal where it bends. We suspect, the stressed areas broke when expansion due to heating was added. This allowed the piece to drop on the eyelid of the patient.